Event description:
It was reported that the patient developed an infection at the generator site. The patient was scheduled for an explant of the device; however, the surgeon did not feel as though there was an infection. The surgeon opened the pocket and liberally rinsed it with baci and used a more aggressive stitch to close, used derma bond afterwards and put a dressing on top. The patient will continue antibiotics. It was assessed that they originally thought they could see the generator through the incision as the wound was not healing as expected; however, the surgeon believes they were not seeing the generator but the pocket that the generator was in. The tissue looked healthy and without infection. However, it is believed that there was possibly an infection on the surface of the skin that cleared with the last round of antibiotics. It was confirmed by the generator's design history record and lead records that the generator and lead were both hp sterilized prior to distribution into the field. No additional relevant information has been received to date.

Manufacturer narrative:
Device evaluation is not necessary because the reported event(s) have been determined as not related to vns therapy.

Event description:
The patient was referred for explant due to wound infection. At the generator and lead site. The generator and lead were explanted.